Event description:
(B)(4). Since the essure, I have gained weighed. I am constantly having pain in my stomach and bloated 24/7. My face is broke out. Intercourse hurts and I have had bacterial vaginitis 3 times since this has been put in. I have alot of discharge and itches all the time. I have an apt this tuesday (B)(6) to consult about getting it taken out.